Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s nurse believed the pump was not delivering insulin with a reported blood glucose of 308 mg/dl. Engineering log review showed the device was issuing an occlusion alert that was not addressed for approximately 14 hours until the user changed supplies, after which blood glucose was corrected while using a cd infusion set. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and recovery after supply change. Investigation included engineering data review and troubleshooting and education with the user. Investigation of this case revealed an insulin delivery occlusion with no observed defect in the reported lot and that the user did not recognize the occlusion alert or perform timely troubleshooting, consistent with an occlusion-related interruption of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-related failure to respond to an occlusion alert leading to temporary interruption of insulin delivery.